Event description:
The customer reported that, during reprocessing, there was a leak from the biopsy channel of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported issue (leak) was confirmed. There was a leak due to damage on the channel tube. In addition, the adhesive on the bending section cover was detached, there were scratches on multiple parts of the device, the suction cylinder was shaved due to handling, the forceps channel port was shaved due to handling, angulation in the down, right, and left directions was out of specification due to wear on the angle wire, the play at the angulation knob was out of specification in all directions due to wear on the angle wire, and the distal end cover was dirty due to insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reprocessing steps were not performed completely due to leak from the device, which made foreign material remain at/around the forceps elevator. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.